Manufacturer narrative:
A review of the device history record showed no anomalies. Integra has requested the return of the product for evaluation. To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that the product was in storage. A seal came apart and there was leakage from the sterile package.